Manufacturer narrative:
Additional suspect devices: model - db-2202-45; dbs-linear leads; serial numbers: (B)(4).

Event description:
It was reported that the patient underwent a revision procedure as the skin that covers the burr hole covers was not healing properly. This has been an ongoing issue. The patient reported that she did not follow her physicians post-operative instructions protocol of washing her scalp wounds daily. Please previous procedure report number 3006630150-2019-05458. During the revision procedure the physician removed the right burr hole cover. He assessed that there was enough fibrous tissue build up around the lead underneath the clip that he did not use a bone void filler. Secondly, he bore out a shallow channel in the skull for the lead to sit and secured the lead to the bone using a 12mm dog bone cranial plate. Though they opened a suture sleeve to put on the shaft of the lead to protect it from the dog bone per the dfu, he opted not to use it since he drilled the channel for the lead. He did not want to put anything else foreign in the patient to give her the best chance to heal. All impedances were perfect at the end of the case. The skin closure was done by the plastic surgeon (B)(6) medical doctor who has been managing her.